Manufacturer narrative:
Examination of the returned device by depuy (B)(4) does not confirm the report. The device met all specifications. A search of the complaints databases finds no other reports against the provided product and lot code combination since its release to distribution. A review of device history records did not identify any related manufacturing deviations or anomalies. The investigation can draw no conclusion from the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
During surgery the stem became stuck, one of the tools also bent. This issue caused a 1 hour delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.